Event description:
A peritoneal dialysis (pd) pt's daughter reported that her mother's cycler had leaked. Her mother had been performing treatment when they determined she should go to the hospital for an unrelated condition. She was disconnected. Several days later when they checked her cycler they found fluid leaking from the cassette door. It was not determined if the leak occurred during treatment. The set was discarded. The day of her hospitalization was not reported. During follow up the pt's pd nurse reported that the pt had been discharged in good health. Her effluent remained clear throughout the event. She did not have any signs of infection. She was not treated with any antibiotics. She was originally taken to the hospital by a family member due to confusion and mental bearing. The clinic manager reported it involved a medication error and was not related to her pd treatment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.